Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: investigation summary: customer returned one loose 31gx8mm, 0.5ml insulin syringe. Consumer reported barrel bent, needle bent and needle missing before injection. The returned syringe was examined and the following was observed: the barrel was not bent, the cannula was bent, the cannula was not missing. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula bent). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (barrel bent, cannula missing). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since the syringe was returned after use, and no manufacturing defects were observed, the probable cause of the bent cannula is user error when using the syringe. Removing the shield obliquely or re-shielding the cannula obliquely could result in a bent cannula. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ insulin syringe had a bent barrel and needle that were noticed during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported barrel bent, needle bent and needle missing before injection, does not re-use."